Event description:
The patient stated that he received the 09 alert (technical inspection), but does not recall receiving the prior technical inspection alerts (88,86,84, and 82). The patient was sent a replacement infusion pump. The patient did not report requiring any assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.